Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is indicated for use under the direct supervision of a licensed practitioner or by personnel trained in its' proper use. These professionals should be aware of the physical and psychological needs of patients undergoing lvad support. Clinical results and commercial experience demonstrate that the placement of a vad in chronic nyha class IV patients improves survival and quality of life when compared to a similar patient population receiving conventional therapy. Peripheral thromboembolism is a potential complication that may be associated with use of this product and in patients with heart failure and pre-existing peripheral vascular disease. The device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. The root cause of the reported event cannot be conclusively determined. Clinical factors that may have contributed to this event include the patient's pre-existing history and related comorbidities, the progression of their underlying disease and possible issues with the management of their anticoagulants and/or antiplatelet therapy. There are possible patient and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received that a patient developed a splenic infarct in (B)(6) 2016. This appears to have been confirmed by a computerized tomography (CT) scan. Details regarding the exact date of the event, patient symptoms, results of any other diagnostic testing and any treatments provided were not reported. The event is presumed to have occurred as a result of an embolic event; though this has not been confirmed as of the date of this report.

Manufacturer narrative:
Additional information received indicates that this splenic infract event was identified through routine surveillance computerized tomography (CT) scans for a small pulmonary nodule that had been discovered in (B)(6) 2015. The patient had been undergoing these routine CT scans every three months. In (B)(6) 2016, the routine CT scan had identified new splenic infarcts. The patient was treated with the addition of dipyridamole. The site reported that this event may represent an ongoing thrombotic process although this was not definitively proven. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.